Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during laser lithotripsy, the packaging of a cook® single-use holmium laser fiber was opened, and it was observed that the tip of the fiber was missing. The issue with this device was discovered when it was opened into the sterile field, prior to making contact with the patient, and it was not use. The case was completed with a new fiber. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one used cook® single-use holmium laser fiber, hlf-s273-h30, to cook inc for investigation. Technical evaluation of laser fiber confirmed that the tip was broken and melting appearance was noticed at separation point. Although, functional test of laser fiber showed no energy was transmitted through the fiber. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿ improper handling. ¿ poor laser beam alignment or focus. ¿ continuous lasing with the fiber tip in contact with tissue. ¿ never subject fiber optics to sharp bends in handling, use, or storage. ¿ extended lasing at high power, ¿ discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on available information investigation conclusion cannot be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter name and address: postal code:(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during laser lithotripsy, the packaging of a cook® single-use holmium laser fiber was opened, and it was observed that the tip of the fiber was missing. The issue with this device was discovered when it was opened into the sterile field, prior to making contact with the patient, and it was not use. The case was completed with a new fiber. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence.